Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up there were some false tachy episodes due to undersensing of the device. No intervention was performed to resolve the event. The patient was in stable condition. Further information was requested but none received.

Event description:
New information was received that the device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
New information was received that the device was explanted and replaced with a conservative device to resolve the event and the patient was in stable condition.